Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that following an av nodal ablation, this right ventricular (rv) lead had intermittent capture when programmed at 3.5v. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.